Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported "three (3) or four (4)" clearlink system non-dehp extension sets leaked form the filter tube. It was further reported that the leak caused a loss of unspecified medication. This issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.